Event description:
Patient presented tothis surgeon/institution for elective revision of breast implants. Patient history of bilateral mastectomies (ca and cystic breast disease). Patient had elective breast reconstruction with implants three (3) months post mastectomies. Patient had revision implants one week post-implant. All of above surgies were performed at another facility. Patient complained of pain, breast contractures and firming of breast. Implants noted tobe ruptured at time of removalinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: material degradation/deterioration, other, unanticipated adverse reaction - long term. Conclusion: device failure related to patient condition. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device recalled by manufacturer/distributor, use of all similar devices stopped permanently. Invalid data - on device destroyed/disposed of status.